Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure devices were not located on either ostia.") In a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, dysmenorrhea, parity 3, multi gravida, migraine, surgery (laparoscopic cholecystectomy 2009 c section 2008 d & c essure placement 2009 blucher arthroscopy knee surgery- both gallbladder removed c-section), asthma and menorrhagia. Previously administered products included: albuterol hfa. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral essure device removal done on (B)(6) 2016). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2016. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2016: essure placement bilateral fallopian tube has been enlarged with MRI. [Pathology test] on (B)(6) 2016: final surgical pathology report: final diagnosis: endometrial curettings: proliferative endometrium with metaplastic changes. Endometrial polyp. Essure coil and portion of right fallopian tube: portion of fallopian tube, entire cross-section of. Coil, gross only. Essure coil and portion of left fallopian tube: portion of fallopian tube, entire cross-section of. Coil, gross only. Comment: immunohistochemical stains for p53 performed on specimens #1b, #2a and #3a reveal no new findings. Clinical history: chronic pelvic pain; retained foreign body; hf status post essure 2008; c/o chronic bilateral pelvic pain; dysmenorrhea; menorrhagia. Specimen(s) submitted: emcsurgical report; essure coil and portion of right fallopian tube; essure coil and portion of left fallopian tube. Gross description: essure coil in portion of right fallopian tube. It consists of a 2.0 x 0.3 cm unoriented tubal segment. The serosal surface is tanpink, smooth and glistening. The cut surface displays a pinpoint lumen. Received separately in the same container is a 11.0 x 0.1 cm silver metallic coil. Essure coil and portion of left fallopian tube. It consists of a 2.2 x 0.4 cm unoriented tubal segment with a smooth, tan-pink serosal surface containing a 1.9 x 0.1 cm silver metallic coil within the lumen. Received separately in the same container is a 1.7 x 0.1 cm silver metallic coil. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Event device dislocation added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.